Event description:
It was reported that minimum fill notification occurred as past event between previous reported event and current reported event. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with technical support, and no additional corrective actions or outcome information was available.